Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the distorted image could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a cut on the charged coupled device cable. A root cause for the noisy image could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to the electrical contact of the video connector being shaved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a noisy and distorted image, and a shaved electrical contact of the video connector. There was no patient involvement.